Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: valve crack, crease flat and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: valve crack, partial delamination of the valve and wear abrasion. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve and partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.